Event description:
It was reported that the patient developed a urethral stricture at the artificial urinary sphincter (aus) cuff implant location. The patient underwent surgery, and the physician removed the cuff and deactivated the aus to fix the structure. A reimplant surgery was performed after the stricture healed to implant a new cuff and replace the pressure regulating balloon. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient developed a urethral stricture at the artificial urinary sphincter (aus) cuff implant location. The patient underwent surgery, and the physician removed the cuff and deactivated the aus to fix the structure. The plan is to implant a new cuff once the stricture heals. There were no further patient complications.